Event description:
It has been reported to philips that the flexvision pc was stuck at startup screen. The device was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system and log files onsite. It was identified that flexvision pc failed to communicate. The flexvision pc has been replaced. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the device was in clinical use for a planned non-emergency treatment which was delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system to stop booting. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer has replaced the flexvision pc, hard disk, downloaded board software and stored all the configurations. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.